Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva tractip 200 laser fiber was used during a procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the physician was lasering a stone in the lower pole of the kidney that was nearly impossible to reach. During maximum deflection of the scope, the tip of the fiber detached inside the patient and was removed using a basket. There were no serious injury/adverse effect to patient as a result of the event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.